Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient is hospitalized with a blood glucose over 1000mg/dl, with abdominal symptoms including nausea, exhaustion, and symptoms of dehydration. The patient is being treated with insulin injections. It is noted that the patient was diagnosed with (B)(6) infection. There is an allegation that the pump was not delivering accurately, starting around (B)(6) 2014. The patient and health care provider have lost faith in the pump and the pump will be replaced. This complaint is being reported because a patient on pump therapy experienced hyperglycemia and the pump cannot be ruled out as a cause or contributor

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unable to duplicate the compliant. The last basal delivery was on (B)(6) 2014 and the last bolus was 8.00u on (B)(6) 2014 at 15:04. The black box shows an unexplained por on event date (B)(6) 2014 at 01:15. When pump was powered back on the time/date reset to the default setting. Time/date was then set to (B)(6) 2014 04:00; deliveries never resumed. Pump was manually suspended on (B)(6) 2014 05:33; suspend was confirmed multiple times. While suspended an unexplained por occurred at (B)(6) 2014 18:48. . Pump was next primed and deliveries resumed at (B)(6) 2014 19:17. Tdd¿s 3 days prior to event add up correctly. Pump passed a delivery accuracy test successful. Unrelated to the complaint, the display screen has a pinkish contrast, the battery compartment is cracked at the threads, the audio bolus button cover was observed to be torn but button is fully responsive . Removed of pump cover and inspection of the internal battery showed it was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.